Manufacturer narrative:
(B)(4). Damaged cartridge, nicked knife. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes. If so, which product? Gore. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The cartridge was received unfired. Furthermore the returned cartridge was noted to be broken at distal end and with cartridge retention features damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as the device fired without any difficulties noted during the functional testing. Although no conclusion could be reach on what caused the cartridge to break, it should be noticed that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the sixth firing with a green cartridge the device did not fire. The device was removed from tissue with the release button. A second device was pulled to complete the procedure with no patient consequence.